Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery without tortuosity. The 4.5x15mm trek rx balloon dilatation catheter (bdc) had resistance during advancement with the 6french (f) guiding catheter and the shaft broke, but not in two separate pieces, about 20cm at the coaxial level. The guiding catheter was removed gradually without removal of the balloon. The balloon was removed manually because part of it protruded from the catheter so the devices were removed independently. Another 4.5x12mm trek rx balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed; however, the break could not be confirmed. The reported difficulty advancing and removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty advancing and removing the device from the guiding catheter is related to a potential product quality issue. Possible factors which may contribute to resistance with the guiding catheter during advancement include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). Possible factors that can contribute to difficult to remove/resistance with the guiding catheter include, but are not limited to, guiding catheter lumen obstructions, kinks, bends or procedural technique. Additionally, it should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU), states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Furthermore, the reported break and separation appear to be related to operational context as it is likely that since difficulty was encountered during advancement and removal of the device, the bdc was inadvertently mishandled and the shaft broke and upon further manipulation it ultimately separated during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery without tortuosity. The 4.5x15mm trek rx balloon dilatation catheter (bdc) has resistance during advancement with the 6french (f) guiding catheter and the shaft broke, but not in two separate pieces, about 20cm at the coaxial level. The guiding catheter was removed gradually without removal of the balloon. The balloon was removed manually because part of it protruded from the catheter so the devices were removed independently. Another 4.5x12mm trek rx balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified a separated segment of the inner member with separated proximal balloon marker inside the balloon. A segment of each was returned separately. The account confirmed that the device broke during advancement in the guiding catheter and separated during removal due to resistance with the guiding catheter. The proximal separated segments including the separated proximal balloon marker inside the balloon not returned were discarded together with the guide catheter. Nothing remains in the anatomy. No additional information was provided.